Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family found the patient deceased at home. Emergency medical services (ems) upon the scene reported that the driveline and batteries were all connected but everything was turned off and batteries were completely depleted. It appeared that the patient had been deceased for some time when found. The cause of death is unknown and there is no suspicion of abnormal pump function.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of full battery depletion could not be confirmed through this evaluation as no log files were submitted for review and no products were returned for evaluation. Additionally, a direct cause for the event could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 3 of the IFU, ¿powering the system, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.